Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section d9, the completed investigation results. The initial MDR stated "15-oct-2025" in section d9; however, the device was not returned to terumo medical corporation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. As of 02dec2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. The angio-seal device was unavailable for evaluation. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible during attempted rear locking of the device, resistance was felt preventing proper device deployment, however this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6b: explanted date: device was not explanted . E3: occupation: ir manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The device was inserted fine; however, when the device was pulled back to click (lock device), it would not lock into place. There was no estimated blood loss. Additional information was received on 19oct2025: the procedure performed for the prior to use of the angio-seal was renal angio. An 8 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device, aside from described issue. A pre-deployment angiogram was performed. The device did not pull out of the patient's anatomy; the device stayed in the anatomy and achieved closure. The patient was stable. Hemostasis was achieved primarily with the angio-seal and the physician held pressure for fifteen (15) minutes as well. No concomitant medical products were used with the angio-seal.